Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material was in the nozzle¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was confirmed that reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the foreign material residue point was not deformed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following components scratched: plastic distal end cover, switch 1, protector of the universal cord on the suction connector and control section side, forceps elevator, free engage knob, upward/downward knob, right/left knob, switch box, scope cover, suction connector, universal cord, grip, control unit, and connecting tube. The following components were found peeled: indication on the suction connector, scope cover plate, and the plate on the suction cylinder. The following components were found discolored: control unit, electrical connector, and the connecting tube. Additionally, the bending tube was deformed, the adhesive on the bending section cover was chipped, the light guide bundle had a breakage, and the universal cord was wrinkled. Due to the clogging of the nozzle, the water removal ability did not meet the standard value and the play of the upward/downward knob was out of standard value due to the wear of angle wire. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Following the confirmed reprocessing failure, olympus personnel sent the user facility a reprocessing questionnaire. Through the questionnaire, the user facility confirmed all reprocessing steps in accordance with the instructions for use (IFU). E1: national hospital organization nishi-saitama central hospital (added here due to character limitation)

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had an air/water supply failure. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.